Event description:
Customer reportedly received results of 359 mg/dl on aviva system 1 and 130 mg/dl on aviva system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 302680, expiration date 10/31/2011). (B)(6).